Event description:
It was reported that the customer passed away while wearing the insulin pump. It was stated that the customer caught the flu and had diabetes complications. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. A request to return the device has been made and further information will follow once the analysis has been completed. Mfg. Report # 1 of 2, medwatch report # 3004209151-2011-81851.